Manufacturer narrative:
Additional information: event.

Event description:
Additional information received that the right atrial (ra) lead was capped during an unrelated procedure to resolve the event. The patient was stable and will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, far r-wave oversensing on the atrial lead was noted. The lead parameters were reprogrammed. The patient was stable with no adverse consequences.